Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a baxter service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged keypad was identified during visual inspection. The cause of the condition was unknown. To correct the condition, the membrane panel was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a damaged keypad. There was no patient involvement. No additional information is available.